Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, while in the stomach, during third firing of black reload, the device only created a partial firing. The distal staple line was incomplete. The handle then would not fire reloads. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. Other reloads were tried, but the device still would not fire. The surgeon opened a new handle and the reloads fired. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: egiauxl endogia ultra univ xl stapler (lot#: p3e0403) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3 correction: b5, d1, d4 (model#, catalog#, unique identifier (UDI)#), g2 (PMA/510(k)#). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic sleeve gastrectomy, while in the stomach, during third firing of black reload, the device stopped midway and only created a partial firing. The distal staple line was incomplete. The handle then would not fire reloads. The surgeon was able to press the green button and squeeze the handle, but the device did not fire. Other reloads were tried, but the device still would not fire. The surgeon opened a new handle and the reloads fired. There was no patient injury.